Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a recent supply change and a missed meal announcement while using the ilet with a g7 cgm, with cgm calibration performed and infusion set and site subsequently changed; tubing function was confirmed and the user interface was engaged through guided troubleshooting. Symptoms included hyperglycemia, 368 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, specifically failure to follow instructions for timely meal announcement, with the relevant device component being the user interface; glucose levels improved after infusion site change and time for insulin action. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.